Event description:
Boston scientific received information that the patient with this device was hospitalized for a non-cardiac issue, when interrogation noted noise and oversensing on the atrial and shock channels. Noise had produced atp; however, no real time noise present on electrograms. The device was then reprogrammed to vvi. Boston scientific's internal technical service consultants, reviewed the case and noted over 3000 episodes had been recorded over the past (B)(6) and observed a high out of range shock impedance value. It was suggested to inquire with the patient to see if an electrical source contact had been initiated around the genesis date of episode storage. No adverse patient effects were reported. Follow-up states the patient has no recognition of an electrical source contact on that day.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Following receipt of new information, this case will be further updated and a follow-up report submitted.

Event description:
Subsequent information communicated the patient in this case had since expired. The death was reported as not device related and with no allegations from the medical facility or family. The location of the device remains unknown; however, it was reported no return is expected.